Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2017 with the following findings: a visual inspection of the pump showed the keypad was intact; no damage was observed. During investigation, all of the keypad buttons responded appropriately. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and there was no damage or moisture found on internal components of the pump. The complaint of a keypad response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.